Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill 6 x 20 coil system was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without damage. The support coil, gripper and the head piece of the embolic coil were received outside of the introducer. The support coil was inspected and it was found without damage, the gripper was inspected and was found with elongation condition and dry blood was found inside it. Just the head piece of the embolic coil was found attached to the gripper while the rest of the embolic coil was not received for evaluation. The gripper and headpiece were inspected under microscope; the gripper was found elongation condition. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. The rest of the embolic coil was not received. The od from the delivery tube was measured and was found within specification. The functional testing for insertion of the delivery system through a concomitant device could not be performed due to the support coil being received outside of the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to advance the orbit galaxy system through the microcatheter could not be evaluated due to the condition of the returned device. However, although it was reported that a continuous flush was maintained, based on the analysis finding of dried blood within the gripper of the delivery system, not maintaining an adequate flush as required per the instructions for use (IFU) may have contributed to the resistance during advancement. Additionally without the return of the concomitant microcatheter, no conclusion can be made regarding its impact on the event. Based on the analysis, the coil did not detach from the delivery system; the coil separated from the headpiece. With review of the analysis there is no indication of any related manufacturing issues and it appears to be due to the reported force used to withdraw the coil. The IFU cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. With review of the available information, the analysis and the device history records there is no indication of any device manufacturing issues related to the event with identified potential procedural factors addressed in the labeling. Therefore, no corrective actions will be taken at this time.

Event description:
When advancing the orbit galaxy coil (640cf0620/15889094) in the excelsior sl10 microcatheter (details unknown) to coil an internal carotid artery ¿ c6 ophthalmic section aneurysm resistance occurred before reaching the distal tip of the microcatheter. The vessel was not tortuous or calcified. Therefore coil was not advanced further, but instead the doctor tried to pull out the coil and resheath it. However, he was not able to do that either and when trying to pull out the coil more forcefully, the coil detached in the microcatheter. The microcatheter was pulled out with the detached coil itself as well as the shaft of the coil. Prior to the event the coil was inspected, and preparation of coil and microcatheter was performed per the IFU. The device was not kinked or bent at any time. The microcatheter did not kink or bend at any time. An adequate continuous flush was maintained through the catheter at all times.

Manufacturer narrative:
The product has been returned but has not yet been investigated. Additional information will be submitted within 30 days of receipt.